Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensor and blood glucose level readings. Customer's blood glucose level was 64 mg/dl but her sensor glucose reading was 40 mg/dl. The customer experienced a low blood glucose level of 24 mg/dl. She treated her low blood glucose level with a glucagon shot. The device was not returned.